Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the pipeline device did not open, as it could not be released from the capture coil. It was reported that after the microcatheter was placed successfully, the physician put the pipeline in the microcatheter and withdrew the microcatheter in bifurcation with brain and anterior cerebral to straight sections; approximately 3 mm of the pipeline device was out. The microcatheter was then withdrawn slowly and 5-6mm of the device was out. It was noted that the device did not release to open, despite rotating the pushwire 5 times slowly. The physician decided to remove pipeline and microcatheter and found the pipeline opened completely, but the "head" part did not open well. The physician used a new pipeline to complete the surgery successfully. No patient complications were reported; patient is reported to be doing well.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. The pipeline braid was observed to be stuck in the capture coil due to damaged braid. For further examination, the pipeline braid was removed from the capture coil. The capture coil was observed to be stretched. The distal end of the pipeline braid was observed to be damaged with overlap. The middle section and proximal end of the pipeline braid was observed to be fully open, with the middle section having no damages and the proximal end having slight fraying. The pushwire was also observed bent. Based on the analysis the clinical observation was confirmed. We are unable to definitely determine the cause for the reported event. It is possible that the damages found on the braid (overlap and fraying) and the capture coil (stretching) may have contributed to the reported issue. However, the cause for the damages could not be determined. Per our instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to release it, then slowly pull back on the delivery wire.¿ a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned and device analysis is anticipated. A supplemental will be submitted upon completion of analysis.

Event description:
Medtronic received additional information that the "head part" meaning the distal segment, did not open well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.